Event description:
A malfunction alarm, identified by the code malf 0, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.